Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements as the patient had twiddled their device. Surgical intervention was performed and the ra lead was repositioned and remains in service. No additional adverse patient effects were reported.